Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with in good condition. It was tested on a generator and gave an error code 7. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
The device was received without information as to the reason for the return. No further information regarding this device is available.